Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The system board and high voltage module were replaced as a precaution. The device was recertified and returned to the customer.analysis for reports of this type has not identified an increase in trend.